Event description:
It was reported that the health care professional (hcp) called for review of a stored atrial tachy response (atr) for this patient with a cardiac resynchronization therapy defibrillator (crt-d) as there was a concern of atrial loss of capture. Technical services reviewed the data and found the device is programmed to vdir. The device properly sensed the right atrial (ra) rhythm then it spontaneously breaks. Due to the ra rate being very slow and the mode is vdir there is no ra pacing which is an expected device function. Ts provided programming options. Additionally, review of another stored atr from last year shows the same function however, there was some ra undersensing observed. At this time, the device remains in service. No adverse patient effects were reported.